Event description:
The hosp intensive care unit staff attended to a male pt diagnosed in ventricular tachycardia with a rate of 241 bpm. A synchronized discharge of 50 joules was administered after which the pt allegedly converted to ventricular fibrillation. Two add'l asynchronous shocks were administered and the pt was converted. It was the attending physician's opinion that the device malfunctioned and delivered the synchronized shock on the pt's 't' wave.